Event description:
The pump was explanted are returned to the manufacturing for analysis. No reson for the explant or implant duration was reported. A follow up report will be sent when additional information received.